Event description:
It was reported that during an appendectomy procedure, two devices both misfired and ejected staples incorrectly without stapling or cutting the tissue. Another similar device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Instrument b: batch # h5168h, exp date: 03/28/2016; manufacture date: 04/28/2011 the analysis results found that the ats45 device a was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the ats45 device b was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.